Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Unable to verify the alarm due to the prime anomaly.

Event description:
The customer reported an alarm during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.